Event description:
It was reported that the patient had passed away. The physician's facility's policies do not allow the sharing of any patient information. The disposition of the vns is unknown to date. No additional relevant information has been received to date.